Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleging device is noisy, difficulty breathing, shortness of breath, ozone once a week and fluid in the bottom of the machine. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed a foreign piece of blue plastic in the bottom of the blower box. The blue plastic is reminiscent of the plastic from an inlet filter. No filter was returned to evaluate if the found piece was from the inlet filter, no evidence of liquid ingress to the blower box was observed. Evidence of sound abatement foam degradation/breakdown was observed. The manufacturer was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was evidence of sound abatement foam degradation/breakdown, and no noise was heard from the device while it was running. No evidence of liquid ingress to the blower box was observed. Manufacturer observed a foreign piece of blue plastic in the bottom of the blower box.